Event description:
It was reported that during service and evaluation, it was determined that the craniotome device neuro tip was bent/damaged. It was noted in the service order that the device had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: verification: visual assessment: (check the overall condition of the unit.) Verification: lock operation: (uut should lock and release easily.) Verification: cutter insertion: (cutter should go through easily) during service/repair the following was observed: dural guard scratch, motor connection snagged, bar insertion inability (bearing falling off) during the service evaluation the following failures were identified: visual : craniotome neuro-tip bent/damaged device interaction (2+ devices) : difficult to assemble/disassemble device interaction (2+ devices) : cannot insert cutter visual : bearing damaged conclusion: ¿ failure reported is not confirmed ¿ root cause: component wear ¿ action: repair.